Event description:
Implantable cardiac resynchonization therapy-defibrillator (ctr-d) was replaced due to battery depletion after approx 30 months of implant time. Dissatisfaction with regard to device longevity was expressed.